Event description:
It was reported that the lead integrity alert was triggered due to multiple non-sustained tachycardia events. It was also reported that the electrogram was picking up noise on the lead. The lead was replaced. It was further reported that the patient occupations involves the use of heavy hammer which could be the source of the noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.